Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the sleeve gastrectomy surgery, when severing tissue, after fired, noted staples malformed, causing gastric wall stump bleeding. Used suture to oversew. Patient consequence was not reported. No additional information can be provided as case is from the health authority.